Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The connectors in the control panel were reseated, the nodes were flashed and the calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 2800 system's control panel locked up. No patient injury was reported.